Manufacturer narrative:
The initial reporter's phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the arctic sun device smells burned.

Manufacturer narrative:
The reported issue was unconfirmed. At this time, the root cause of the reported event could not be determined. The reported event could not be confirmed, no burnt smell detected. The arctic sun 5000 was evaluated upon receipt. (Arctic sun 5000) no error code observed. During the evaluation it was found that according to the user, the device smelled burnt. No repairs related to the reported issue as the reported event could not be reproduced. Performed routine maintenance. Cleaning, inspection, functional check, in addition, the device was run for over an hour at 42°c in patient mode to determine whether it emitted a burning smell. This was not the case, water replacement, new calibration, est, mtk. Device passed all applicable testing. DHR, risk, and labeling reviews are not required as the reported event is unconfirmed. No additional actions can be taken at this time. Correction: d,e,h. All available UDI information is being provided. Initial reporter name: crs medical gmbh rep-ue-geraete / arcticsun. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the arctic sun device smells burned.